Event description:
It was reported that (1) hp052 and (1)lcsc1 were used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the lcs received steady tone. Changed the handpieces and had one or two steady tones although much improved. This was a very moist hysterectomy. The case was completed and there was no consequence to pt.